Event description:
It was reported that the patient had an artificial urinary sphincter removed and replaced due to an infection and erosion. Further information was requested and not yet received. Analysis results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had an artificial urinary sphincter removed and replaced due to an infection and erosion. Further information was requested and not yet received.